Event description:
As reported, in 2007, this patient underwent endovascular repair using four gore excluder aaa endoprosthesis aortic extender components. A reintervention took place the followign month, using three additional aortic extender components. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient were the following devices: pxa230300, pxa260300, pxa260300, pxa230300.